Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to exhibiting high out of range pace impedance measurements greater than 2500 ohm and an increased lv threshold which resulted in the loss of biventricular pacing therapy. No additional adverse patient effects were reported.